Event description:
It was reported that the #0, #1 and #2 keys on a pump keypad are "sticking."

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #0, #1 and #2 keys to be inoperable caused by a failed keypad. It was observed that all other keys functioned as expected and no keys resulted in an incorrect response or double entry.